Event description:
Customer was unable to provide any info as to the reason for the return of a posey canopy bed. There was no pt injury reported. Inspection of the canopy by posey shows that on panel side b the zipper slider body is open.

Manufacturer narrative:
(B) (4). Eval: results - eval of the canopy found that on panel b the zipper slider body is open. Window side d has two inch broken stitches on the zipper elements. There is other damage to the canopy not relevant to this claim. (B) (4).